Event description:
It was reported by the customer that a bd pyxis anesthesia es system went disconnected mode and unexpectedly rebooted during a procedure. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, g1, h2, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-may-2022 to 24-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device was in disconnected mode and not communicating for two days due to network issue. A technical support specialist checked data sync error logs and found that the station was intermittently losing connectivity with the server. He recommended the customer to reach out to hospital/facility it so they could verify the hospital network was able to provide a stable connection to the station. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident device logs confirmed that the station was intermittently losing connectivity with the server due to network issue. Customer stated that the network cable was plugged into a different port, reconnected it properly and restarted the station to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system went disconnected mode and unexpectedly rebooted during a procedure. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.